Event description:
The facility's biomed reported the pump overinfused during clinical use. Follow-up with the risk manager revealed the pump was programmed to infuse 100ml bag with 100 units of insulin at a rate of 6ml/hr at 12:00 am. At 1:00 am, the pump alarmed and the nurse noted the entire bag had infused. The overinfusion caused the pt's blood sugar to drop so the pt was given 1amp of dextrose 50mg and was monitored. No additional intervention was needed and no adverse outcome resulted.